Manufacturer narrative:
One photograph was returned for evaluation. The customer's reported condition of crack/break was able to be confirmed through the photo sample. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was performed and there were no non-conformance's found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. However, photographs were provided by the customer and evaluation of the photos is pending.

Event description:
The complaint/event involved a 132" (335 cm) appx 17.4 ml, 20 drop admin set w/3 clave¿ clear, remv 3-gang nanoclave¿ stopcock w/baseplate, spin luer, 2 ext. It was reported that the 3-gang nanoclave broke off where the string was attached. The issue happened post-case, while removing the lines for disposal. There was patient involvement, however, there was no human harm and no delay in therapy.